Manufacturer narrative:
The customer provided stryker with all the available patient information. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device powered off by itself twice when monitoring a patient. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related, however there was no report of an adverse outcome.

Manufacturer narrative:
Stryker evaluated the customer¿s device but was unable to duplicate the reported issue. The battery pins in the device was replaced as a preventative measure. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device powered off by itself twice when monitoring a patient. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related, however there was no report of an adverse outcome.